Event description:
The pointed tip of the electrode separated while being used inside the patient. No pieces broke off into the patient. Electrode removed from sterile field and new electrode obtained, opened, and used for remainder of procedure.